Event description:
Ongoing issues with leak compensation feature- the draeger v500 with the leakage compensation feature turned off due to recent concerns from our staff, when performing patient leak tests and potential false leaks, as well as a recent internal report for the management of a bronchopleural fistula. Draeger's instructions resulted in a persistent 9-10% leak from the device that was not caught in the breathing circuit system test. In this meeting with draeger, we did not test the v500 with the heater turned on.